Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump was observed to be damaged as the customer experienced difficulty charging the pump battery. Reportedly, the port appeared to be "spreading." The customer's blood glucose was 91 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.